Event description:
It was reported that a pump contains a different software version from other pump in use at the facility. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Baxter's eval was able to confirm and reproduce the reported symptom. The device was updated to the correct software version as specified by the consumer.